Event description:
Customer alleges he was injured when he said the chair has a mind of its own. Hardware, arm pads, and controller, and back of chair moved. Chair rolls a couple feet when he releases the joystick.

Manufacturer narrative:
The device was returned and evaluated. The inadvertant movement could not be duplicated.